Manufacturer narrative:
PMA/510k: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). The user responded to a good faith effort via email on (B)(6) 2022 and stated that the failure was noticed prior to treatment. The patient had not been prepped yet. There was no patient injury or potential risk or potential cross contamination to other patients. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order 3137363 is pending inspection as of (B)(6) 2022. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on (B)(6) 2019 under normal conditions. The endoscope was reworked for a bubble and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2019. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On (B)(6) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. The customer reported that a cleaning brush was stuck in the channel involving pentax medical video colonoscope model ec38-i10l, serial number a113126. The customer stated there is a broken piece stuck in the scope possibly an accessory. The issue was observed in the operating room during use. There was no report of injury or event necessitating medical intervention. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary. Patient involved - no known adverse events. Refer to expiration date as complaint notification date. Customer reported accessory stuck in scope. The customer stated [there is a] broken piece stuck in the scope possibly an accessory. The customer is not sure what the accessory is that is stuck. There were no patient/user injuries, adverse events, delay or medical intervention reported tier 2 therefore, we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the air/water nozzle worn out, the remote control buttons perforated, the distal body deformed, the suction channel resistance, the distal body chipped, the distal body laser damage, the remote control buttons perforated, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation.